Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0yh4n, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported paresthesia in the wrong location and uncomfortable stimulation. Patient started feeling stimulation pulse in her leg, after decreasing stimulation from 1.5 to 1.4. She thought it was probably too strong and was worried she had changed the program by accident but did know what program she had been on. The stimulation in her leg was not painful. Confirm ins (stimulator) status with patient programmer and the therapy was on. A falls reported that could be related to this issue. She fell last week on her knees, she did not hit stimulator but it did jolt her body. Symptoms reported were stimulation felt in her leg. Event date of stimulation felt in leg was on (B)(6) 2015 and fall was probably about (B)(6) 2015. The indications for use for this patient was gastrointestinal/pelvic floor. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received from the consumer reported that the patient was referred to her doctor and changed the program from l to r and the leg sensation stopped.